Manufacturer narrative:
Evaluation of the customer issue included a review of: the complaint text, trend reports, complaint searches, manufacturing records, and product labeling. The customer observed a falsely elevated result paired with an aspiration error for one sample while using calcium reagent lot 36676un15, ln 3l79. A review of the architect system operations manual provides guidance for error codes, to include probable causes and corrective actions for each error code. A review of the package insert provides information on reagent handling and how to address discrepant results. A review of trending and complaint data identified no issues or trends associated with erratic or discrepant results. A review of manufacturing documents shows lot 36676un15 met all specifications prior to release. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site, however, a systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely elevated calcium (ca) results on one patient. The results provided were: (B)(6) calcium = 14.61 (normal range 8.5-10.40); repeat =9.617 mg/dl. There was no reported impact to patient management. There was no additional patient information provided.